Manufacturer narrative:
H6 - 400 (other) - lp 430 board 68 (other) - faulty board caused machine not to go into dialysate bypass. No related event. Problem was identified after the dialysis treatment was completed.

Event description:
A dialysis facility reported that the machine did not go into bypass when the shunt door was opened. Dialysate was still flowing when the dialysate lines were disconnected from the dialyzer. The problem was corrected after a board was replaced.